Manufacturer narrative:
(B)(4). Batch # w90u8f. Investigation summary: the hand piece was received with nose cone cracked. Due to the condition of the hand piece, no instrument could be attached to the hand piece for testing. Therefore, no functional testing could be performed. The hand piece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the damage to the nose cone. Torqueing of a disposable resulted in the turning of the hand piece transducer assembly. This resulted in the internal wires getting disconnected. This caused and open circuit condition which disabled the instrument. This resulted in the alert screen. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the hand piece. No conclusion can be made as to why the nose cone got cracked. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the instrument wouldn't tighten to the handpiece. The customer tried removing the instrument but the instrument wouldn't detach from the handpiece. A second like handpiece and instrument were used to complete the procedure. There were no patient consequences reported.